Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report (B)(4).

Event description:
It was reported that during flushing and preparation of a sheath for a cryo ablation procedure, air bubbles were observed. The sheath was flushed three times and there were air bubbles with every flush so the sheath was never inserted into the patient or used; the sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 78046-29, was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and torn. In conclusion, the reported issue of air ingress has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.